Event description:
It was reported, the single use mechanical lithotriptor had the tip of the monorail mechanism broke while being inserted along a guidewire. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography procedure. The procedure was delayed by about 10 - 15 minutes and the procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: h3 and h6. It has been over one (1) year since the subject device was manufactured. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, although the root cause could not be identified, it is likely the guidewire tip region was bent for some reason. This might have caused the adhesion peeling between the guidewire tip and the distal tip. As a result, the guidewire tip came off. However, the cause of the reason could not be identified. The event can be prevented by following the instructions for use which state: "(gk5909, revision number : 21). ·when inserting the instrument into the endoscope, hold it close to the biopsy valve and keep it as straight as possible relative to the biopsy valve. Otherwise, the insertion portion could be damaged. ·insert the instrument slowly. Abrupt insertion may damage the endoscope and/or instrument." Olympus will continue to monitor field performance for this device.